Event description:
Pt had hysterectomy in 2002. Wound dehiscence occurred two days later with return to surgery. Upon investigation of this occurrence another occurrence noted in 2001 with return to surgery two days later using same suture, therefore report initiated.